Manufacturer narrative:
The international service technician confirmed the reported issue. : the data acquisition pcb to motor controller pcb cable was sent to the customer as a replacement to address the finding. The international customer confirmed they received and replaced the cable due diligence has been performed to obtain patient information. To date, no further information has been received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the ventilator shut down while transporting a patient. There was no patient harm.

Manufacturer narrative:
Problem statement: the patient was manually ventilated. Corrected from malfunction to serious injury. The international service technician confirmed the reported issue. The data acquisition pcb to motor controller pcb cable was sent to the customer as a replacement to address the finding. The international customer confirmed they received and replaced the cable. The report was initiated due to the malfunction of the device indicated by a vent inop condition. During a vent inop condition, the vent inop alarm is displayed on the screen, the remote alarm interfaces are turned on, oxygen flow is disabled, and the blower ceases to function. The loss of oxygen support during use is a potential risk for patient injury, as the patient becomes desaturated. V60 ventilator was in use when the issue was detected but no patient harm reported. The data acquisition pcb to motor controller pcb cable was replaced to address the reported issue. Due to no parts returning for evaluation, the root cause of the reported issue could not be identified. The determination could not be made that the device failed to meet specifications. The device is used for treatment and there is a relationship of the device to an adverse event.

Event description:
The patient was manually ventilated.